Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and multiple self-test without duplicating the report. An internal inspection of the device found no discrepancies. The device's impedacne was recalibrated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.